Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 08/aug/2024.